Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during a periprosthetic tibia fracture about total knee with tibia baseplate stem procedure, two (2) of the four (4) threaded drill guide had a missing black stripe and did not interface with the t-25 screwdriver. The other two (2) threaded drill guide had the black stripe and interfaced with the screwdriver which allowed the surgery to continue as planned. There was no surgical delay. Procedure was successfully completed. Patient outcome is unknown. Concomitant devices reported: unknown screwdriver (part #unknown, lot #unknown, quantity #1). This report is for one (1) 2.8mm threaded drill guide. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a device history record (DHR) review was conducted: part # 312.648, synthes lot # 4816265, supplier lot # na, release to warehouse date: 09 aug 2004, manufactured by synthes brandywine. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: the returned device was examined and the blacking color coating was found to be missing. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. No further visual defects or deficiencies were noted. Functional test: the 2.8mm threaded drill guide is intended to thread into plates and guide drill bit trajectory. They are not intended to interface with t-25 screwdrivers. As such the complaint condition regarding device interaction was unable to be replicated. Conclusion: after a visual inspection per guidance provided in windchill document, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.